Event description:
It was reported that a malfunction occurred twice on the customer's pump on (B)(6) 2025, resulting in high blood glucose readings, with the value exceeding 500 mg/dl at 8:04am. The customer drank water to address the high glucose level and did not require third-party assistance. The fault ID was not confirmed as the customer reset the pump independently. Technical support decided to send a replacement pump with updated software, advising the customer on its usage and storage procedures. No backup therapy was initiated, and the customer will continue using the current pump until the replacement arrives.